Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine follow up showing an abrupt increase in pacing lead impedance on the rv lead. Programming changes were made. Patient presented in clinic again after receiving a vibratory notifier. Upon device interrogation it was found that the rv pacing lead impedance had again dramatically increased. All other electrical measurements were stable and in-range with no noise present. Lead was capped and replaced.